Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. The reported leads did not reference a manufacture and it is not known if any of the involved leads were medtronic, inc. And will not be reported. Follow up will be conducted and the event will be updated with any relevant information received. Referenced article: ventricular rate monitoring as a tool to predict and prevent atrial fibrillation-related inappropriate shocks in heart failure patients treated with cardiac resynchronisation therapy defibrillators. Heart. 2014;100(11):848-854. (B)(4).

Event description:
A journal article was reviewed which contained information regarding this implantable cardioverter defibrillator. Multiple patients and multiple failure modes were noted in the article; however, a one to one correlation could not be made with unique device/serial numbers. The article included the following adverse event and failure modes: inappropriate shocks, . The status of the devices is unknown. No further patient complications have been reported as a result of this event.